Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7074132. Product family: dbs-ipg-pc, upn: m365db14160, model: db-1416, serial: (B)(6), batch: 215102.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator message on the implantable pulse generator (ipg). During the elective replacement procedure, high impedances were measured with the new ipg. The physician replaced the two lead adapters, and the impedances resolved. The patient was doing well post-operatively. The explanted ipg and lead adapters were disposed at the hospital and were not returned to bsc.